Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedances with an approximate value of 2600 ohms. A gradual rise in impedances was observed. Technical services (ts) was consulted and provided reprogramming options. This rv lead remains in service. No adverse patient effects were reported.